Event description:
Info was received related to a study conducted outside of the us. Reporting that an angioplasty procedure was performed because of restenosis on the target lesion, four months after the date of implantation. The procedure was successful and no pt effects were reported. No additional info was available.